Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not yet returned to manufacturer.

Event description:
It was reported that a broken bur was found in the attachment when reviewed by the manufacturer. The complainant was not aware of any adverse consequences or surgical delay as a result of this event.

Event description:
It was reported that a broken bur was found in the attachment when reviewed by the manufacturer. The complainant was not aware of any adverse consequences or surgical delay as a result of this event.

Manufacturer narrative:
The device was returned. The quality investigation is complete.